Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after following these steps, the error did not appear again. Caller successfully started their sensor session, indicating the resolution of the issue.